Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, an 11mm amplatzer septal occluder (aso) was implanted. The next day, a chest x-ray revealed the aso had migrated. The patient was returned to the cath lab where the device was retrieved percutaneously. Another device was not implanted.

Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the migration remains unknown.